Manufacturer narrative:
(B)(6) (B)(4).neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010 the patient underwent l5-s1 bilateral hemilaminectomy, medial facetectomy, foraminotomies, l5-s1 fusion, l5-s1 spine segmental fixation, autograft bone harvest and bmp. Perop notes: exposed the l5 and s1 and the identified level. We used a drill am 35 to thin the lamina bilateral used the straight and angled curets to undermine the lamina and then used 3 and 4 mm kerrisons to do the hemilaminectomy, medial facetectomy, foraminotomies to decompress the l5 and s1 nerve roots bilateral. After this was done, we placed a small spine plate, compressed, tightened according to manufacturer's instructions. We decorticated over l5-s1, placed the autograft lamina and facet bone along with bmp for the fusion. Then patient underwent: 1) anterior transperitoneal exposure of the l5-s1 disc space. 2) lysis of adhesions. Preoperative diagnosis: degenerative disease, l5-s1 disc space, status post hysterectomy. The patient underwent l5-s1 anterior lumbar discectomy, decompression, fusion and plating system and also the addition of bone morphogenic protein. Preoperative diagnosis: per outpatient note, this is a lady with back and leg pain and collapsed unstable joint at l5-s1. After explaining the risks, benefits and options she was taken for an anterior then posterior decompression and stabilization. After the exposure of l5-s1 , incised the l5-s1 disc with a 15 blade and removed the disc completely with spatula curets and pituitary rongeurs. We distracted to a 13, used the 11 then 13 template from the system anf then took a peek spacer which was 13x24mm placed bmp from rhbmp-2 kit into the center and tapped it securely into place. Fixed with the titanium plate and screws which were the shortest screws. Patient alleges unspecified injury due to the use of rhbmp-2